Event description:
Repliform was inserted vaginally during a cystocele repair with pubovaginal sling procedure. I had pain in pubic bone, groin, post-op day. Had pain on and off for 1 year. Went away for a year or so and came back. Tried pt, urogynecologist, pain management specialist. Did not get relief until given medrol steroid packs and pain has been gone for about 2 years now. Reason for use: pelvic organ prolapse.